Event description:
During installation of new helmet hoist actuator assembly, the actuator shaft disconnected from the actuator body, causing the hoist assembly (without helmet attached) to swing down. The hoist assembly unit then struck a field service engineer in the rib cage area. The field service engineer was treated and released at the hospital the same day of the incident.

Manufacturer narrative:
Investigation is ongoing. More info will be provided upon conclusion of the investigation.